Event description:
A single-use grasping forceps tip broke off during a cystoscopy/stent removal procedure and was found in the patient's bladder. The broken piece was able to be retrieved by dr. Using a non-disposable grasper. The disposable grasper and the retrieved broken piece were sent to the lab for examination along with the product's packaging. Product ref number: m0067802000 / lot number: 2025092001.